Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained right ventricular oversensing was observed on a remote transmission. The electrograms showed the device exhibited post-paced t-wave oversensing. Programming change was made. The patient was stable.